Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer altered the pump's personal profile settings and basal rates without the guidance of a healthcare provider, causing an elevated blood glucose level of 400 mg/dl. Customer delivered a correction bolus to address the blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.